Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Available information suggests that the device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). A year ago, the device longevity estimation was three years but currently declared elective replacement indicator (eri). A device changed out was not performed yet. No adverse patient effects were reported. The device remains in service.